Event description:
Device 1 of 2. Reference MFR report number: 1627487-2019-01363. It was reported that during a lead replacement procedure (reference MFR report number: 1627487-2019-01333), the physician determined that the patient's ipg pocket site was infection. It is unknown if the lead was infected. In turn, the entire scs system was explanted.